Event description:
It was reported during a bd on site visit, channel disconnects were happening mid infusion. Clinician has to reprogram the infusion as the restore option is not available. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Customer provided sample photo only. No device was returned.